Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2023. During the procedure, there was difficulty placing the dart on the tip of the device, preventing it from fully entering. The dart was not inserted properly into the cage, resulting in the dart being detached. There was no information on what have completed the procedure. Boston scientific has been unable to obtain additional information regarding the procedure outcome, despite good faith efforts. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment of device or device component. Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. The device was visually inspected, and it revealed no visual damage/defect. Functional evaluation revealed that the suture was loaded into the carrier with no problem on the first attempt, however, the next two attempts were not able to load the suture in the carrier. Based on the information available and analysis results the dart not being inserted properly into the housing with consequent detachment could not be confirmed since the suture was not returned to be analyzed. Additionally, the dimensional interference between the carrier slot width and the suture string diameter used in the field could be causing issues for loading/engaging the suture. The narrower slot width introduced by the design change from drawing increased the likelihood of interference with the suture and consequently issues for the proper loading/engaging of the suture in device. A conclusion code of cause traced to device design was assigned to this investigation.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2023. During the procedure, there was difficulty placing the dart on the tip of the device, preventing it from fully entering. The dart was not inserted properly into the cage, resulting in the dart being detached. There was no information on what have completed the procedure. Boston scientific has been unable to obtain additional information regarding the procedure outcome, despite good faith efforts. There were no patient complications as a result of the event.